Event description:
Straightforward uneventful 25mm lotus case in an (B)(4) female pt with a tortuous anatomy of the ilio-femoral-tract and the thoracic aorta. Good value position, no pvl, no ar, good flow to coronaries, perfect percutaneous closure. Three hours after the tavi the pt's pressure dropped down and she became an abdominal symptomatic (abdominal ache, nausea). The physicians stabilized the pt and made a CT. They found a b-dissection of the abdominal aorta with an entry distal of the a subclavia until the a mesenterica sup. Although the reason is unk and the cause couldn't be clarified, I have created a complaint. The pt had a temporarily pacemaker and was, during the tavia, always stable.